Manufacturer narrative:
The reported events of low pacing impedance and lead damage were confirmed. As received, a partial lead was returned in five pieces. Visual examination found multiple external insulation abrasions exposing the inner coil and the cables. The etfe coating of the cables was intact in these regions. The cause of the reported events was isolated external abrasion exposing conductors consistent with friction to the device can.

Event description:
It was reported that noise leading to oversensing was observed on the low voltage right ventricular (rv) lead, the high voltage rv lead, the left ventricular (lv) lead, and right atrial (ra) lead. Abnormal pacing impedance was also observed on the lv lead. The noise led to inhibition of pacing in a pacing dependent patient. Lead damage was suspected but no diagnostic imaging was performed to confirm lead damage. The noise could be reproduced with provocative testing. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences. Related manufacturer related reference number: 2017865-2022-07288, 2017865-2022-07287, 2017865-2022-07286.

Event description:
It was reported that noise leading to oversensing was observed on the low voltage right ventricular (rv) lead, the high voltage rv lead, the left ventricular (lv) lead, and right atrial (ra) lead. Abnormal pacing impedance was also observed on the lv lead. The noise led to inhibition of pacing in a pacing dependent patient. The noise could be reproduced with provocative testing. Lead damage due to subclavian crush damage was confirmed during lead revision. The high voltage rv lead was replaced with a new low voltage rv lead but remains active. The low voltage rv lead, lv lead, and ra lead were explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.